Manufacturer narrative:
(B)(4).

Event description:
Covidien received info stating that during pt use of the ht70 plus ventilator, the unit was observed to be noisy. The pt was in the process of being transferred to another ventilator when the unit shut down. There were no negative pt consequences reported.